Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case vial. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+3.0/177 (sphere/cylinder/axis), from the patients right eye (od) during the same surgery. The lens was removed due to excessive vaulting, pupil block, with elevated intraocular pressure (iop), unreacitve (fixed) pupil and iris atrophy. The lens was not exchanged for another lens. The reporter indicated the cause of the event was due to lens size.